Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The returned instrument was examined at customer quality and the complaint condition was able to be confirmed as the cap had broken off at the weld to the shaft. The cap was returned with the complaint. Replication of the complaint is not applicable with the returned compliant condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system (technique guide). Relevant drawings for the returned instrument was examined: 357_377, 357_377_2, 357_377_1. Although a definitive root cause could not be determined, it is likely that several years of use and possibly poorly angled hammer strikes during surgery contributed to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Part 357.377, lot 5710930: release to warehouse date: june 04, 2008. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric fixation nail system (tfn) procedure on (B)(6) 2017 to treat a hip fracture. During the procedure while the surgeon was tapping the driver head of the helical blade coupling screw, the head of the device fell off. Both broken pieces were easily retrieved, no further interventions necessary. Similar instruments from a second set were used to complete the procedure. There was a surgical delay of ten (10) minutes. No harm was reported to the patient. This is report 1 of 1 for (B)(4).